Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that customer received opened packaging. Verbatim: pi-is- verbatim: we have found 3 pleurx cath ref 50-7000b ¿ the sterilization wrap has a small tear ( on all 3 ) all in the same corner. The outer wrap is not effected. They couldn¿t use them, due to integrity. They expire today 6/30/22. Patient had delayed treatment and hcp had to open new packs and avoid using these 3.

Event description:
It was reported that customer received opened packaging. Verbatim: pi-is- verbatim: we have found 3 pleurx cath ref 50-7000b ¿ the sterilization wrap has a small tear ( on all 3 ) all in the same corner. The outer wrap is not effected. They couldn¿t use them, due to integrity. They expire today 6/30/22. Patient had delayed treatment and hcp had to open new packs and avoid using these 3.

Manufacturer narrative:
Pr (B)(4). Follow-up emdr for device evaluation: two photo samples were provided to our quality team for investigation. Upon visual inspection of the first photo, the package had been opened to show the extent of the tear. The second photo shows the package from a top view where the tear occurred therefore, the reported failure mode was confirmed. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.